Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, hardware low level failure alarm and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.